Manufacturer narrative:
Unit evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the locking mechanism on the casters was not working properly, affecting proper braking functions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.